Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: not applicable as the device was not implanted.

Event description:
Healthcare professional reported "small hole" was noticed in the convex face of the device during implantation surgery. Device was not implanted and surgery was completed with a back-up device.